Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/02/2023, it was reported by a sales representative via sems-06079420 that an ar-6480 dualwave pumps pressure shot to 120 and would not change no matter what button was pushed. This occurred during a case where the screen changed to ¿menu¿ without being promoted. They turned it off, then back on, and the same issue continued. They replaced the tubing and had the same issue. They then switched out the pump for a new pump with new tubing and finished the case. There was no harm to the patient, only a small 5-minute delay for the case.

Manufacturer narrative:
The complaint allegation is not confirmed. The reported failures could not be reproduced. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, a deep cut was found in the operator display screen. The most likely cause can be attributed to misuse by the end user. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The machine was stopped and run four times to test the screen setting buttons, but no issues were found. The device was tested for 32 minutes, and no sudden pressure changes were observed. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. This is the expected result. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2022. No related problem was found.